Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a pressure sensor autozero failure occurred. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure sensor autozero failure occurred. Per good faith effort (gfe), the customer refused to pay for repairs. No further action provided. The customer refused to pay for repairs. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.